Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed, visual inspection confirmed the tip is broken on the spindle. The thread opposite the tip end is damaged. There are slight rub marks and minor corrosion like spots on shaft of spindle. Based on evaluation, the malfunction is from an unknown cause. Complaint is deemed indeterminate from manufacturing position.

Event description:
It was reported the tip broke off the spindle when attempting to insert trial spacer. No patient involvement.